Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm and insulin was dripping out. Customer stated insulin pump was not dropped. Customer stated that the drive support cap was loose. Customer stated that insulin pump could be exposed to magnetic filed during the travel. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify magnetic resonance image anomaly due to compromised force sensor alarm.